Event description:
As reported, during a procedure with a 3300tfx valve, when the scrub nurse pulled the valve out of the jar, it was found that one of the sutures attached to holder was cut off. Sales rep confirmed that the doctor noticed that one of the sutures on the holder was cut, so the doctor did not want to implant the valve.

Manufacturer narrative:
The magna ease aortic valve was returned and evaluated by engineering. As received, engineering could not confirm that one of the sutures on the holder was cut as all three retaining sutures on each holder leg appeared intact. However, one of the three black marking stitches (mid-commissure marker) appeared loose. Based on the available information, it cannot be conclusively determined when the black suture marking stitch became exposed; however, it is unlikely that the device left edwards' manufacturing environment with the observed defect. A DHR review confirmed the device was assembled in horw and passed all inspection points for product release and there were no defects observed on the black marking stitch. During production, there are redundant inspection steps to visually examine the device for defects. Per edwards' pericardial heart valve inspection procedures, each valve is 100% visually checked for cloth tears, frayed material, or loose threads during assembly. Prior to product release, the device will be 100% visually inspected for loose threads, cloth tears, or thread loops in the sponge cover cloth, wireform cover cloth, and the commissure cover cloth. Therefore, it is unlikely the device would have passed through these inspection steps with the observed exposed stitch. Since it is possible the stitch came loose prior to use, the quality inspectors in horw were retrained to proper valve inspection procedures. Additionally, valve assemblers in horw were also retrained to proper assembly procedures. No further corrective actions will be taken at this time as a review of the past 2 years of complaint data found the occurrence of this failure mode to be remote (0.002%). The product fmea was reviewed for process failure modes related to frayed or loose stitches to confirm the severity of this failure is major. Manufacturing verification procedures and assembly specification are in place to mitigate the risk.

Manufacturer narrative:
The initial customer report of a cut suture on the holder was not confirmed. Sutures on holder did not appear to be cut. Holder did not appear to have any visible inconsistencies. However, as received, the black suture mark on the sewing ring was loose on one end. End of loose thread appeared frayed and uneven. No visible inconsistencies observed on leaflets. Additional evaluation will be conducted by engineering. The initial report did not provide sufficient information to suggest that a malfunction of the device had occurred. No patient information was provided. The device was not received in our evaluation laboratory until (B)(4) 2013 where the loose commissure marker was observed. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Additional engineering evaluation will be conducted to determine root cause.